Event description:
The customer contacted physio-control to report that their device has a white screen on boot up. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.

Manufacturer narrative:
This medwatch report is a duplicate of 0003015876-2020-00799. All further evaluation and additional information will be reported in mfg report # 0003015876-2020-00799.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device has a white screen on boot up. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.